Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a recent follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for a high out of range shock impedance measurement. There were no adverse patient effects reported.